Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial (ra) lead exhibited unstable pacing threshold, while right ventricle lead exhibited unstable sensing issue. Diagnostic imaging confirmed dislodgement of the ra lead. Although no visible dislodgement was observed in the rv lead, the physician suspected micro-dislodgement on the rv lead. The physician elected to explant and replaced both leads. Prior to the revision procedure, programming changes were made to the pacemaker. The ra and rv leads were successfully explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement, r-wave amp variation and failure to extend and failure to retract. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. After cleaning, the helix could be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported events of increase capture threshold and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial (ra) lead exhibited high capture threshold and decrease in p wave amplitude, while right ventricle (rv) lead exhibited decrease in r wave amplitude. Diagnostic imaging confirmed dislodgement of the ra lead. Although no visible dislodgement was observed in the rv lead, the physician suspected micro-dislodgement on the rv lead. The physician elected to explant and replaced both leads. Prior to the revision procedure, programming changes were made to the pacemaker. Upon opening the pocket, the dislodgement was observed on the right ventricle lead. Also, the physician noticed both ra and rv lead¿s helix failure to extend and retract. The ra and rv leads were explanted and replaced. There were no patient consequences.